Event description:
Caller reported pump battery was not charging and was using a tandem charging cable with a wall outlet. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including using different wall outlets and adapters, but issue persisted. Technical support (cts) decided to replace the pump, confirmed shipping details, and instructed customer to use multiple daily injections (mdi) as backup therapy. Customer was knowledgeable about storage mode and agreed to return malfunctioning pump within 10 days using the pre-paid label provided.